Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Problem statement: it was reported to philips that it was reported to philips that customer asks how long it takes to recharge for the first time. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that customer asks how long it takes to recharge for the first time. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
An evaluation was performed and indicated there was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, usability or performance of the device. Therefore, this record will be closed as a non-complaint. H3 other text : there was no allegation of deficiencies related to the device.